Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer¿s blood glucose ranged from 234-256 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.